Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, serial#: unknown, product type: catheter; product: ID neu_ unknown_cath, serial#: unknown, product type: catheter. (B)(4).

Event description:
It was reported by hcp patient had inflammatory mass but it was unconfirmed. Patient was having a CT scan. The following symptoms were reported: increase in baseline pain, patient wasn¿t getting well, was swelling, epidural fibroma and granulation. Symptoms were near catheter pathway. It was also reported that the catheter was occluded and they couldn't get any intraspinal fluid. It was reported the hcp wanted to turn off the pump. Stated, ¿we¿ll stop the pump today; change the fluids in it to today. And then when she alarms in two days maybe you can tell her how to disable it.¿ hcp wanted to fill pump with sterile saline. No patient outcome reported as of the time of this report. System used to deliver hydromorphone (dilaudid). If additional information becomes available, a report will be provided.